Event description:
It was reported by the mother of the pt that dermabond was applied to close a laceration on the left eyelid. The dermabond sealed the eye shut. The eye was irrigated with one syringe of saline and ointment was applied to the eye. The pt was also seen by an ophthalmologist and again ointment was applied to the eye. The caller reported that the pt will not leave a patch on the eye. During a subsequent follow up, a message was left to the reporter to call back with event details. The customer called back and advised that the device was applied to the skin just below the eyebrow. The parent was present at the time of application. No barriers (gauze, ointment) were used during application by the pa. The customer read insert in the web following the event and reported that she is aware that the user failed to follow directions. Customer stated that the device had sloughed off that morning. The pt had no known or observable adverse events.

Manufacturer narrative:
The event description does not suggest that the functional performance of the device was out of specification. The circumstances of this event indicated that user error caused the event. The directions for use provided with the device in the package insert indicate that the adhesive must be applied gradually in layers and provides instructions on the positioning of the wound to avoid flow to unintended areas. The package insert warns that the product is a fast setting adhesive and includes additional precautions to avoid unintended bonding in the area of the eye. Non-clinical eye irritation studies included in the approved PMA for this device conclude that the application of the adhesive to the eye results is no permanent damage, but can produce a mild irritation to the conjunctiva.